Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to intrinsic beats, noise, and no data collected. Additional information confirmed there was no oversensed noise nor a true loss of capture (loc) observed on the electrogram (egm). The most recent in-office threshold test failed and there was a drop in right ventricular (rv) lead, left ventricular (lv) lead, and shock impedance measurements noted since last month, all within range. The rv lead pacing output on trend is 3.5v (volts) at 0.4ms (milliseconds). Further review was recommended. At this time, the device and leads remain in service. No adverse patient effects were reported. Received additional information this crt-d provided anti-tachycardia pacing (atp) and shock therapy to convert an arrhythmia. Review of the presenting electrogram (egm) noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zones and after one burst of atp the rhythm accelerated into the vt zone, after two bursts of atp the rhythm accelerates to fine ventricular fibrillation (vf) with occasional undersensing observed. Another burst of atp was delivered with fine vf continuing and a 41j (joule) shock was successfully delivered to convert the rhythm. It was noted an earlier episode was also observed with the rhythm detected in the vt-1 zone and dropped below detection rate then accelerated back to vt-1 zone with one burst of atp to successfully convert the arrhythmia. Additional information was received advising the crt-d currently continues to provide atp and shock therapy to convert arrhythmias. The battery longevity is normal. Further review was recommended. The crt-d remains in service and no additional adverse patient effects were reported. Additional information received the crt-d alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended and the presenting electrogram (egm) shows capture. The rv lead trend shows variable threshold historically, ranging between 0.5v (volts) and 5v. The pacing output currently has adapted to 5v, that will increase power consumption. Further review was recommended. No further assistance was requested at this time. The crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to intrinsic beats, noise, and no data collected. Additional information confirmed there was no oversensed noise nor a true loss of capture (loc) observed on the electrogram (egm). The most recent in-office threshold test failed and there was a drop in right ventricular (rv) lead, left ventricular (lv) lead, and shock impedance measurements noted since last month, all within range. The rv lead pacing output on trend is 3.5v (volts) at 0.4ms (milliseconds). Further review was recommended. At this time, the device and leads remain in service. No adverse patient effects were reported. Received additional information this crt-d provided anti-tachycardia pacing (atp) and shock therapy to convert an arrhythmia. Review of the presenting electrogram (egm) noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zones and after one burst of atp the rhythm accelerated into the vt zone, after two bursts of atp the rhythm accelerates to fine ventricular fibrillation (vf) with occasional undersensing observed. Another burst of atp was delivered with fine vf continuing and a 41j (joule) shock was successfully delivered to convert the rhythm. It was noted an earlier episode was also observed with the rhythm detected in the vt-1 zone and dropped below detection rate then accelerated back to vt-1 zone with one burst of atp to successfully convert the arrhythmia. The battery longevity is normal. Further review was recommended. The crt-d remains in service and no additional adverse patient effects were reported.